Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing on the stored intracardiac electrogram. Technical services (ts) recommended to perform an evaluation on the lead. Additional information was received. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing on the stored intracardiac electrogram. Technical services (ts) recommended to perform an evaluation on the lead. The lead remains in service. No adverse patient effects were reported.